Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, and ethnicity was not provided. Procode is krd/hcg. The phone and email address of the initial reporter are not available / reported. (B)(4). A review of manufacturing documentation associated with this lot (l14639) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported via the (B)(6) study that during the endovascular coil embolization targeting a ruptured aneurysm on the posterior communicating artery (pca) with the following dimensions: parent vessel diameter is 3.2mm, 7.5mm height, 4.6mm dome, 7.5mm maximum aneurysm diameter, 2.3mm neck and a 2.0mm dome to neck ratio (derived), the 1mm x 4cm galaxy g3 mini coil (glm910040 / l14639) was placed in a good position within the target aneurysm, but the coil failed to detach after many detachment attempts using different detachment devices. There was no report of any patient consequence or adverse event.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported via the sterling study that during the endovascular coil embolization targeting a ruptured aneurysm on the posterior communicating artery (pca) with the following dimensions: parent vessel diameter is 3.2mm, 7.5mm height, 4.6mm dome, 7.5mm maximum aneurysm diameter, 2.3mm neck and a 2.0mm dome to neck ratio (derived), the 1mm x 4cm galaxy g3 mini coil (glm910040 / l14639) was placed in a good position within the target aneurysm, but the coil failed to detach after many detachment attempts using different detachment devices. There was no report of any patient consequence or adverse event. The device was returned, and functional evaluation was performed. The investigational finding is documented below. Investigation summary: the non-sterile 1mm x 4cm galaxy g3 mini coil was returned contained in a pouch. Visual inspection was performed. The hub was observed without any damage. The device positioning unit (dpu) was observed in good, normal condition. The marker band was located at 38 cm from the hub, within specification. The resheathing tool was inspected and was observed in good condition. The introducer was also found without any appearance of damage. Microscopic inspection was performed. The v-notch was in good condition. The resistance heating (rh), the articulation joint, and the embolic coil were all in good, normal condition. The rh did not show sign that it had been heated. Functional testing was performed. The resistance of the 1mm x 4cm galaxy g3 mini coil was measured with a multimeter. The resistance was initially measured to be 53.3 ¿, which is within the specification range of 48.5 ¿ - 56.0 ¿. The device was connected to the lab detachment control box (dcb0000500) with a lab enpower control cable. The power was turned out and the system ready light illuminated. The embolic coil was immersed in warm enzyme solution and the detachment buttong was pressed; the embolic coil detached. A review of manufacturing documentation associated with this lot (l14639) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The reported issue documented in the complaint that 1mm x 4cm galaxy g3 mini coil was placed in a good position within the target aneurysm, but the coil failed to detach after many detachment attempts using different detachment devices was not confirmed through functional evaluation performed on the returned device. There was no damage on the device; the resistance was measured and found to be within specification. The device was functionally tested, and the embolic coil detached without any issue. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.